Event description:
Follow up information reported that the patient was currently doing ¿ok¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0203433153, implanted: (B)(6) 2013: product type lead. (B)(4).

Event description:
It was reported that on (B)(6) 2013 the combination of case and 0 had an impedance of 210. All other combinations were greater than 4,000. In (B)(6) 2013 the combination of case and 0 had an impedance of 283. All other combinations were greater than 4,000 again. It was unknown which "element of the kit" was causing the impedance issue. The electrode configuration of case and 0 was not providing good efficacy for the patient. The health care provider (hcp) was advised to bring the patient back to check the lead. The only action that had been taken at the time of the report was reprogramming where the pulse width and rate were increased. Eight days later it was reported that the manufacturer representative intended to try and use the combinations of electrodes with open circuits and see if the patient feels any sensation. If this did not work the hcp would "book" the patient for lead investigation which was scheduled for (B)(6) 2013.